Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call high blood glucose and motor error alarm on the insulin pump. Customer's blood glucose reading was 401 mg/dl. Customer treated their high blood glucose with the insulin pump. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the drive support cap appeared normal. Customer advised they were able to rewind the insulin pump. Customer received motor error more once in a 30 day period. Customer was assisted with the manual prime and the motor error alarm did not recur. Customer received motor error alarm during bolus delivery. Customer performed and passed both the self-test and displacement test. Customer advised the motor error alarm occurred during bolus delivery. Customer's mother was advised to change out the entire set and monitor the insulin pump.